Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er220 clips were scissoring when fired. Another instrument was used to complete the case. There was no consequence to the pt. The device was fired after the case and the clips formed perfectly.